Event description:
A report was received on 22 aug 2025 from the nurse of a 41-year-old male patient approved for performing solo hemodialysis, with a medical history including multiple comorbidities and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 25 aug 2025 from the home therapy nurse (htn) who stated the patient's death was unrelated to nxstage product and therapy.

Manufacturer narrative:
The cycler was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).